Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly and led to an unexpected shutdown. Additionally, it was reported that the insulin on board (iob) reading did not accurately record a bolus. Customers blood glucose level ranged between 320-500 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.